Event description:
Pt states that one of his ms3 pumps had lost programming (sn (B)(4)). Pt denies pump being left without a battery for an extended period of time, getting wet or dropped. Replacing pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.